Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 20 mg/dl. The customer¿s blood glucose level was 82 mg/dl at the time of the call. The customer stated they fell on the floor and hit their head. The customer declined to troubleshoot. The insulin pump was not returned for analysis.